Event description:
Per the physician, the patient underwent revision surgery (B) (6) 2010 (day not reported) due to an infection. The patient was treated with antibiotics (type not reported) which did not alleviate the infection. The device was explanted (B) (6) 2010. Information on reimplantation was not provided.

Manufacturer narrative:
Follow up MDR, result (B) (4) - unit 1 - customer report was confirmed. Rec'd (1) single flow-through dpt. No visible blood was observed from the unit. Leakage was found at one-way stopcock to dpt housing female luer connection. Leakage occurred from damaged dpt housing female luer. One major and multiple small cracks were identified around the luer body. The major crack ran along entire luer body. (B) (4) unit 2 - customer report was confirmed. Rec'd (1) single flow-through dpt. No visible blood was observed from the unit. Leakage was found at one-way stopcock to dpt housing female luer connection. Leakage occurred from damaged dpt housing female luer. Multiple cracks were identified around the luer body. The major cracks ran along entire luer body. (B) (4)

Event description:
As reported: transducer primed under gravity as normal, flush bag pressurized to 300mmhg. Connected to patient via radial artery. Once exposed to arterial pressure, blood backflowed to the crack & poured out pulsating. Kit changed in response to incident. Patient outcome: required intervention to prevent permanent impairment/ near incident. Under constant supervision which prevented serious incident. Case stopped and new transducer primed thus interrupting and delaying patient treatment. In this case the patient's outcome was unaffected. However this would not have been the case had the procedure been undertaken for primary percutaneous coronary intervention done for acute myocardial infarction ie time is of the essence to limit infarction. Staff requested to visually inspect the kit before priming and to keep further faulty samples for return..